Event description:
The physician reports that the crystalens haptic tore when delivering the lens using the staar surgical lens injector sys. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.